Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report is being reviewed by engineering in order to further investigate this incident and a follow-up report will be sent within 30 days or upon completion of the evaluation.

Event description:
"Customer states the a0903 sets are coming undone and breaking during surgery. Customer (B)(4)."